Event description:
A scrub technician reported that a surgeon had difficulty seeing the capsulorhexis tear due to excessive bubbles during a cataract with intraocular lens implant procedure. The case was completed with no harm to the pt. No further info is expected for this case.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of three complaints reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report, visual inspect or functional testing could not be conducted. The root cause is unk; without a sample, it is not possible to isolate the root cause. (B)(4).